Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to confirm the reported event. The fse checked the cable and noted the pin was bent. The fse also checked the pip composite connector and found that a pin was broken off in the connector. The fse instructed the customer to send the unit for repair. As the device has not yet been returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported that they were not receiving an image on a video system center. No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and findings by the olympus field service engineer, the probable cause is likely the pip connector pin bent due to the user connected the pip connector with excessive force. This would cause failure in the image input from the pip terminal, resulting in no image. This issue is addressed in the instructions for use (IFU): "never apply excessive force to connectors. This could damage the connectors."